Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for the high blood glucose levels was performed. Customer advised they bloused for a meal and realized that their blood glucose was not going down. Troubleshooting confirmed insulin was leaking out during a bolus attempt. Customer was advised to change out their infusion set and monitor their blood glucose levels.